Manufacturer narrative:
(B)(4).

Event description:
Patient underwent a secondary procedure to implant an endurant cuff. Aptus screws were added for security. The right hypogastric artery was also coiled and extended to the right external iliac artery. Patient is doing very well.

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the talent stent graft was found to have migrated, causing a type ia endoleak. The physician believes the migration may be due to neck dilatation. In addition, a 3.2 cm iliac aneurysm was observed. The limb had been ectatic at the original implant and has grown a bit since that time. The physician coiled the hypogastric artery and will bring the patient back at a later date to implant an aortic extension and iliac extension. No additional clinical sequelae were reported and the patient status is fine.